Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient was recently transferred to their facility and the pump was supposed to be filled on (B)(6) 2017 or (B)(6) 2017. The patient was now ¿screaming in pain¿ and they needed to get a pump refill coordinated. It was reported that the pump was not alarming. The date of the event was (B)(6) 2017. The hcp did not know the patient¿s managing hcp¿s information. The hcp was provided with the name of the managing hcp on file and was advised to contact them to coordinate the refill. No further complications were reported or anticipated.